Manufacturer narrative:
Photographs were provided and evaluated. The photos show a spiros connected to the male luer of a bd alaris pump set. Leakage can be seen from the area of the o-ring on the spiros. One used list# ch2000s-c, spinning spiros® closed male luer, red cap (lot# unknown) and one used bd alaris pump set were received and visually inspected. The spiros was returned securely connected to the male luer of the alaris set. As received, the spin feature of the spiros was activated and spinning freely. No visible damage or anomalies were identified. The connected devices returned were primed with water at gravity pressure and then leak tested. Leakage occurred from the area of the spiros o-ring while the spiros was unactivated. The reported complaint of leakage from the spiros can be confirmed. The spiros was disassembled and the o-ring was found to be torn. The probable cause of the o-ring damage and subsequent leakage is due to an error during automated assembly. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred at 12:00am and involved a spinning spiros® closed male luer, red cap that leaked from the end of the device during an infusion of irinotecan. The spiros was connected to an infusion set and had been in use for approximately 1.5 hours when a leak was noted on the patient. There was patient involvement, and no harm, no adverse event was reported.